Manufacturer narrative:
Siemens filed the initial MDR 1219913-2017-00090 on april 6, 2017. 08/30/2017 additional information: siemens' has performed an investigation into an article citing interference of the drug metyprapone with the advia centaur systems cortisol assay. Siemens was unable to obtain the drug metyrapone as it is not currently cleared by FDA, so investigation consisted of literature review. Hawley et al. And the metyrapone IFU describe the pharmacological effect of the drug is to reduce cortisol and corticosterone synthesis by reversibly inhibiting steroid 11b-hydroxylase, thusly increasing plasma levels of 11-deoxycortisol. Two additional peer-reviewed articles contain experimental evidence that support metyrapone itself is not cross-reacting with the cortisol assay; the 11-deoxycortisol is cross-reacting. Although the hawley et al. Article does not contain reference to the immulite systems cortisol assay, an additional literature search was conducted and did not find reference to immulite systems cortisol assay and metyrapone interference. The advia centaur xp/xpt cortisol assay IFU and the immulite/immulite 1000/immulite 2000/immulite 2000 xpi cortisol assay ifus already contain cross-reactivity to 11-deoxycortisol in the specificity section. The dimension vista product line does not offer a cortisol assay. With the content available in peer-reviewed literature and the cited 11-deoxycortisol cross-reactivity in the advia centaur systems and immulite systems cortisol ifus, further study and data generation was not warranted. Metyrapone is used as a diagnostic drug for investigation of adrenal insufficiency and is also used for treatment of cushing's syndrome outside of the united states. The pharmacological effect of the metyrapone is to reduce cortisol and corticosterone synthesis by reversibly inhibiting steroid 11b-hydroxylase, thusly increasing plasma levels of 11-deoxycortisol. Siemens confirmed that the advia centaur xp/xpt/cp cortisol assay instruction for uses (IFU) and the immulite/immulite 1000/immulite 2000/immulite 2000 xpi cortisol assay ifus contain sufficient information on 11-deoxycortisol cross-reactivity and will not lead to product misuse. The issue does not cause a risk to safety, patient, user or environment; nor is it a systemic issue. There is no impact on other products. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is filing the MDR conservatively as a result of the data included in the article. Siemens is unaware of the lots used to generate the published data. The drug metyrapone is not currently listed in the specificity section of the advia centaur xp cortisol IFU. Siemens healthcare diagnostics is investigating. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings."

Event description:
In a recent peer-reviewed publication, the advia centaur xp cortisol assay was reported to show an elevated response in samples from patients receiving the drug metyrapone when compared to a candidate reference measurement procedure (crmp) based on lc/ms-ms. There was no report of adverse health consequences due to the discordant cortisol results.